Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
Complex procedure to extract 4 leads: 2 active (ra and rv) and 2 capped (ra and rv). The active ra and rv leads were successfully extracted. The capped leads had significant lead on lead binding present, and 14f glidelight was in use among other devices. Physician spent significant time lasing in left brachiocephalic vein area. The rep reported 20-30 point arterial pressure drops, and pressors were administered to the patient. Leads broke apart but were successfully extracted. The physician was reimplanting a new pacing system when bleeding was noted in patient's chest pocket (injury location unknown). Reimplant was completed; but later in day, a sternotomy was performed to repair a discovered dissected left brachiocephalic vein and a small laceration on the carotid artery, near the aortic arch. Patient survived procedure.